Event description:
Rn states during biopsy of esophagus, the md took sample bit & nothing unusual noted. Pt was sent home & several hrs later, pt came back to hosp. With excessive bleeding esophagus area (unk exact location). Pt was admitted to hosp & given 2-3 units of blood. Pt was discharged next day with no further pt consequences.